Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the distal area tip area (not returned). The optic was cut from edge past center of the lens. This damage appears to have occurred during the lens removal. The lens was cleaned with klrp for further evaluation. A line was observed on the anterior surface of the optic near the center. This line has the appearance of excess monomer. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. The handpiece indicated is not qualified for the product combination used. Based on the review of the returned sample, the root cause for the reported issue was determined to be manufacturing related. The observed line on the optic was not foreign material or a scratch. The line was determined to be a line of excess monomer (lens material). This excess strand of monomer was most likely introduced to the optic surface during the wafer separation operation. The line of excess monomer (lens material) would not meet alcon¿s cosmetic release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating based on physician's opinion, the operated eye would not suffer any permanent damage as a result of the iol removal and secondary implantation.

Event description:
A physician reported that during surgery, he noticed after insertion a small black line (like a small thread) at the edge of the central element. Test with a spatula to see whether it was a deposit on the posterior or anterior surface: negative. Suspected material defect, removal of the lens after cutting and implantation of the standby iol. Whether the patient is harmed by the prolonged anterior chamber manipulation (e.g. Endothelial cell loss) or whether short-term problems such as pressure increase due to the increased use of viscoelastics (discovisc) will occur, he cannot yet say. Additional information has been requested and received stating that a non company injector was used. Regarding patients outcome it was reported that it was too early for final assessment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).